Manufacturer narrative:
Additional information was received. The additional information was reviewed. It was reported that when removing the pad after use during the operation the issue was noticed. It is noted that this originated from the red lead. The burn was described as severe redness and a small burn. The burn was treated with ointment, observed for a couple of days, no blisters, resolved spontaneously. The ointment the patient was treated with is considered first aid over the counter and does not meet the criteria for medical intervention. Per the response, no permanent damage, no further action taken. The new information provided clarifies the injury. This burn meets the criteria for a non-serious minor injury. This is no longer considered a reportable complaint with philips.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a patient had suffered from burns after being monitored by neuromuscular transmission (nmt) equipment. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.